Manufacturer narrative:
The returned device was evaluated and pod arrived fully deployed. Download data was not available for the device, as the pod was unable to establish a connection with a master pdm due to the pod being connected to another remote. The pod underwent an 80 hour reset in an attempt to reset the pod's bluetooth connection, but ultimately the pod was unable to connect to the master pdm as the master pdm still indicated the pod was paired to another remote. With the pod unable to pair with the master pdm, the pod data was unable to be retrieved. The exposed portion of the soft cannula was observed to be damaged. A leak test was conducted, a tear was observed from which it was seen to be leaking. The timing and cause of the observed cannula damage could not be determined. It could not be determined if this tear contributed to an insulin delivery failure. The cause of the reported event could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 300 mg/dl.